Event description:
Monitor failed to record labor progress accurately during labor. Monitor was applied at 1405 and the baby was delivered at 1601, but the monitor strip was only 39 minutes long. The monitor recorded the following times: 1405, 1420, 1430, & 1440. The nurse recorded "1500" on the strip at what the monitor labeled 1435. There was no injury to the child.